Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly and power module to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to burned capacitors cr21 and cr44..

Event description:
The customer contacted physio-control to report that their device would not recognize ac power. During routine preventative maintenance testing by physio-control, the device would not recognize ac or dc power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.